Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During verification testing at the service center, the channel 1 of the pump did not alarm when a distal occlusion was present.